Event description:
The home patient (hp) contacted baxter's technical service center (tsc) regarding a system error 2240 message that appeared on the display of their homechoice machine during dwell 3/4 on their automated peritoneal dialysis (apd) therapy. Reportedly, one of hp's supply bags fell and became disconnected from the supply line of the homechoice set. Hp then "tried to respike the bag". Per hp's rn, no patient injury or medical intervention was associated with this incident.